Event description:
Info received indicates the head up and down functions are not working.

Manufacturer narrative:
The technician found the hydraulic oil was contaminated, causing the valves to stick in the hydraulic block. The technician replaced the hydraulic block to repair the bed.